Manufacturer narrative:
(B)(4). The patient gender is not available. The patient age is not available. The patient weight is not available. Lot of the clinically used device is unknown, but potential lot numbers in stock are n6k0676kx,n6k0069kx, and n6k0293kx.

Event description:
According to the reporter, during thoraco/lobectomy procedure. The surgeon felt nothing strange about the firing and the staple line. At the end of the surgery, the surgeon took an x-ray then closed the chest, and noticed a pin-like material in x-ray. They checked all of the used devices, they noticed a pin part of the cartridge root was lost. They noticed a pin part, belonged to one of the cartridge above, came out from the cartridge root and fell into patient's cavity. They retrieved the pin by re-operation. UDI number is not available. The event occurred in use for patient. Reoperation was required due to the issue. The status of the patient: no problem. The part fell into the patient's cavity and was retrieved. The device was not reprocessed/re-sterilized prior to use.